Event description:
Prior to the CT scan, technician started an IV as she was pulling back the IV to adjust it, she noticed the plastic sheath had split open. She immediately removed the IV and started another IV. The defective needle was discarded.